Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted from ventricle/stomach wall to treat a walled-off necrosis/cyst during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2025. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the stent the axios stent first flange and second flange unfolded correctly. However, the middle part did not unfold, and the stent was stuck on the delivery system. The stent was removed together with the delivery system, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.